Event description:
It was reported that the controller exhibited electrical fault alarm during implant. The controller and driveline extension cable have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted due to correction and updates corrected: section b5 description of the event problem was corrected. Updated: section d9 from no to yes and return date provided. Additional product: (B)(6), d9:yes, returned date: 2021-02-22. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and driveline extension cable were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the driveline extension cable and controller passed visual examination and functional testing. No anomalies were observed and electrical fault alarms were not replicated during bench testing. Log file analysis revealed that five (5) electrical fault alarms were logged starting at 10:02:20 on (B)(6) 2021 due to the rear stator not being connected, resulting in the pump running on a single stator (front stator only). A vad disconnect alarm was logged at 11:16:40, indicating a physical disconnection of the driveline from the controller. After the vad disconnect alarm cleared, a vad stopped alarm was recorded at 11:17:24 due to a failure of the pump to restart after several attempts. An additional vad disconnect alarm was then logged at 11:17:35, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting; the vad disconnect alarm cleared at 11:17:38 and a successful motor start event was logged at 11:17:49. An electrical fault alarm was then recorded at 11:26:50 due to an open phase in the rear stator, resulting in the pump running on the front stator only, and another vad disconnect alarm was recorded at 11:26:57. As a result, the reported electrical fault alarm was confirmed. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the available information, a possible root cause of the electrical fault alarms event can be attributed, but not limited, to a marginal connection between the driveline extension cable and the controller, a marginal connection between the driveline extension cable and the driveline, and/or contamination in the connector(s). The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation is evaluating pump failures to restart. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 22-feb-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g0200701 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as a new internal investigation has been assigned to this event. Also, updated. This event it is not in scope of CAPA (B)(4). CAPA (B)(4) was initiated to investigate pump failures to restart outside the subpopulation of CAPA (B)(4). Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted due to a corrected lot number for the driveline extension cable. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420/ catalog #: 1420/ expiration date: 31-jan-2021 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-jan-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm during implant. The controller and driveline cable have been exchanged. No patient complications have been reported as a result of this event.